Manufacturer narrative:
An investigation into the reported event has been initiated under (B)(4). Once the investigation has been completed, a follow up report will be submitted with the investigation results and any actions taken by the manufacturer.

Event description:
It was reported that during surgery when using the safety guard, the device is not capturing the whole recipient skin. There was patient impact but details are unknown and it is unknown if there was any delay. Due diligence is complete and there is no additional information available.